Event description:
During an unknown procedure, it was reported that three vista brite tip guiding catheters failed to cross the lesion due to severe calcification. There was no report of patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. Per visual preliminary product device analysis, a7f .078 vista brite tip was received near separation at 31cm strain. Compression at 31 to 32cm from strain. Per the account, no additional information is available.

Manufacturer narrative:
Complaint conclusion: conclusion for (B)(4): during an unknown procedure, it was reported that three vista brite tip guiding catheters failed to cross the lesion due to severe calcification. There was no report of patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. Per preliminary visual analysis of the returned product, a7f.078 vista brite tip was received near separation at 31cm strain. Compression at 31 to 32cm from strain. Also, four vista brite tip devices were received; however, the complaint reported three guiding catheters involved. Per the account, no additional information is available.(B)(4): one non sterile unit of vista brite tip 7f.078 was received coiled inside a plastic bag, the catheter body was found twisted (0.8cm length) and partially separated at 31.0cm from ID band distal end also a compress/flat section of 2.0cm was found at 48.5cm from ID band distal end. No other issues were found. Scanning electron microscope (sem) analysis was performed to the catheter in order to identify the source of the "partially separated" condition; the results are the following: the body external surface presented evidence of elongation and twisting at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling and/ or twisting could have been related to these separation characteristics. The catheter od and ID were measured near to twisted and partially separated condition and near to compressed condition and results were found within specification. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer 'catheter (body/shaft) - tracking difficulty' could not be evaluated due to the condition of the unit as it was received for analysis (coiled, compressed, twisted and partially separated). The exact cause of the condition could not be determined; however, based on the information available for review, vessel characteristics (severe calcification) and procedural factors (difficulty crossing the lesion) may have contributed to the condition of the catheter. During analysis testing the device was confirmed to be "partially separated". There was no information available from the account regarding this issue. Sem analysis noted that evidence of elongation and twisting at the surroundings areas of the separation was observed suggesting that handling factors and/or procedural factors may have contributed to this condition. Neither the analysis nor the DHR suggests that these damages are related to the manufacturing process. Therefore, no corrective action will be taken.